Event description:
Marker band detached from microcatheter and lodged in injected embolic during "bavm" procedure. Marker band is entrapped in embolic. Pt experienced no adverse event; pt condition is "fine, no complaints". Physician continues to monitor pt as per procedure requirements.